Event description:
It was reported that the insulin pump was stuck in the "preparing to prime" loop after the customer attempted to replace the reservoir. The blood glucose reading was 228 mg/dl. The issue could not be resolved by troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly was noted during testing. The device was received with cracked reservoir tube lip and cracked battery tube threads.